Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 180 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
D1, d2a, d4 (catalog number, serial number, unique identifier), h4 d1, d2a, d4 (catalog number, serial number, unique identifier), h4.